Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a procedure for a ventricular tachycardia ablation, this right ventricular (rv) lead was dislodged. The lead exhibited loss of capture and a separate procedure was performed to reposition the lead. No periods of asystole were observed. This rv lead was repositioned. No additional adverse patient effects were reported.